Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold testing (dft) was performed. However, the induced arrhythmia could not be converted and the system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and defibrillation threshold testing (dft) was performed. However, the induced arrhythmia could not be converted and the system was explanted and replaced. No additional adverse patient effects were reported.